Event description:
New information received notes that the right ventricular lead was explanted instead of being capped on (B)(6) 2023.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that a fluoroscopy was performed and revealed externalized conductor on the right ventricular (rv) lead. The rv lead was capped on (B)(6)2023. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of insulation abrasion could not be confirmed. Only the connector portion of the lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.